Event description:
It was reported that during an unspecified procedure, thrombosis occurred. The lesion being treated was a denovo stenosis located in the circumflex (cx) artery. The physician had the 8f mach1 guide catheter inside the patient for approximately 10 minutes. With an unspecified wire having crossed the lesion. The physician was trying to aspirate and lost pressure. He therefore removed the 8f mach1 guide catheter from the patient, and found a blood clot within the guide catheter upon removal. There were no patient complications, and the procedure was completed with this device. Patient status was reported as 'fine'.